Manufacturer narrative:
Results: loose sweep flow fitting. (B)(4).

Event description:
The customer reported a fluid leak and generation of hemoglobin (hgb) voltage errors involving a coulter ac-t diff analyzer. The customer indicated that the leak was not contained and approximately 30 ml of fluid leaked. The customer was wearing gloves and no injury or exposure was reported. Patient results were not affected and there was no change or affect to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched and observed that the source of the leak was at the sweep flow line and noted that hgb was experiencing voltage errors. The fse indicated that the sweep flow fitting was loose and the hgb lamp gain was at 255. The fse tightened the sweep flow fitting to resolve the leak and replaced the hgb lamp to resolve the hgb voltage errors. Repairs were verified per established procedures and results met published specifications. The sweep flow tubing provides diluent to the red blood cell (rbc) aperture.